Event description:
It was reported that the pt underwent initial procedure on (B)(6) 2013. Radiographs taken 6-10 weeks post operative identified a fractured screw. Revision was performed on (B)(6) 2013 during which the anterior plate and screws were left in place and pedicle screws were placed posteriorly.

Manufacturer narrative:
Investigation is in process. Upon completion a follow-up medwatch report will be submitted.